Manufacturer narrative:
Evaluation was not performed. The device was not returned for analysis. If information is provided in the future, a supplemental report will be issued.

Event description:
The customer reported that the device was overheating. There was no patient impact.

Manufacturer narrative:
Handpiece would not run as the motor seized. Disassembled housing and found the seals were worn and bearings and motor were corroded due to dried saline which is why the analysis was not able to perform the pre-temperature test on the unit. Replaced the seal, bearings, motor and cable. Handpiece was repaired cleaned tested and passed to manufacturing specifications. If information is provided in the future, a supplemental report will be issued.